Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that right atrial (ra) lead exhibited high and rising impedances.

Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a bipolar impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.